Event description:
A malfunction was reported with a code displayed as malf 12, and it was resettable. There was no reported impact to the customer's blood glucose level. Customer technical support provided instructions to reset the pump, and the customer successfully reset it without recurrence of the malfunction. Customer was advised to continue using the pump and to contact support if the issue recurs, which they acknowledged and understood.